Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the complaint device was received with the plunger rod retracted. Viscoelastic residue was distributed through the length of the cartridge. The cartridge tip was damaged and the damage extended to the cartridge. The lens module was inspected, revealing no damage or viscoelastic residue. Device assembly was inspected, revealing no issues. Plunger rod advancement was inspected, revealing no resistance. The lens was received attached to tape and one haptic appeared to be slightly straightened. The lens was removed from the tape and presented with cosmetic scratches and damage to the optic body. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery, the doctor observed that the preloaded intraocular lens (iol) was not sliding. The doctor removed it, and noticed that the haptics were bent. Therefore, the iol not used for the procedure. Subsequent follow-up confirmed that the lens did not come into contact with the patient's eye. No additional information has been provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.